Event description:
Complaint rec'd from fmc canada. Reported as "gross blood leak". The internal leak of the dialyzer was verified by the blood leak alarm of the dialysis machine. The pt's extracorporeal circuit of blood was discarded (estimated blood loss 200 ml) without adverse effect; no med intervention was required. The actual sample was discarded by the user facility. Three companion samples were sent directly from canada to ogden for eval. MDR field due to blood loss reported. 5/28/98 further info requested from fmc canada for the investigation and for the MDR submission. 5/29/98. Informed by fmc canada, that the requested info is not available from the reporting dialysis facility.